Event description:
The hospital reported during a procedure, the tip of the device broke off and fell into the pt's bladder. The piece was retrieved, and the procedure was completed with the same device. There was no allegation of harm.